Manufacturer narrative:
No patient code available for slow flow. The device was discarded by the facility, therefore an analysis of the reported device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a slow flow event occurred after using a csi orbital atherectomy device (oad). The target lesion was treated with eight runs on low speed using the oad. When the oad was removed from the patient, slow flow was noted. The physician resolved the event by administering nitroglycerin and performing balloon angioplasty. The procedure was completed via stent deployment and the patient was in stable condition.